Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of illegal download message showing on vs4 unit is frozen/not in front of the unit. No patient involvement.